Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both retain and control samples for hemolysis demonstrated clinically acceptable performance for all observations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood ccfdna tube experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: in a multicenter study, an increased number of hemolytic samples have occurred since this winter (50%). Even with transport times of only 1-2 days, samples were increasingly haemolytic. No influence on the collection itself, samples are sent in all over germany. Hemolysis affects the isolation of free mirna.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: in a multicenter study, an increased number of hemolytic samples have occurred since this winter (50%). Even with transport times of only 1-2 days, samples were increasingly haemolytic. No influence on the collection itself, samples are sent in all over germany. Hemolysis affects the isolation of free mirna.